Event description:
During a coronary stent procedure, the stent dislodged. The physician had successfully deployed a taxus stent in the mid rca and was attempting to place the liberte' monorail stent proximal to the taxus stent. While advancing the liberte' monorail stent to the lesion, the foward tension caused the guide catheter and guide wire to kick out. This caused the stent to dislodge from the delivery balloon. The undeployed stent was in the proximal rca, where the physician crushed it against the vessel wall with another stent. No pt injuries or complications were reported.